Event description:
It was reported that the user removed the ilet pump cartridge, observed the cartridge was empty while the plunger was not at the top near the metal cap, and was advised to perform a full supply change, which they understood and completed; blood glucose at the time was 219 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.